Manufacturer narrative:
A getinge authorized field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that the issue was likely as a result of a defective cable or cable reel. To fix the issue, the fse replaced the reel,ac pwr.cord,type e/f plug, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The full event site name is (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge, intermittently. It was also reported that although the unit was connected to the main ac supply, the main supply led was off and would spontaneously switch to battery mode. Further, when the main cable is pulled a bit, it works. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge, intermittently. It was also reported that although the unit was connected to the main ac supply, the main supply led was off and would spontaneously switch to battery mode. Further, when the main cable is pulled a bit, it works. There was no patient involvement, and no adverse event reported.